Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, fading serial number label, cracked keypad overlay at select button, and severly scratched lcd window. No physical damage noted along the reservoir tube compartment.

Event description:
The customer reported via phone call that the reservoir compartment had crack. The customer¿s blood glucose level was 176 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.